Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the leadless pacemaker (lp) was repositioned multiple times due to high capture thresholds. The device then caught on to the chordae tendineae and stretched the helix. The lp was removed and replaced. There were no patient consequences.